Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function, did not engage when power was applied, the pick-up coupling screws were loose and the electric motor was bad. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to internal electronic components and loctite degradation from repeated sterilization and normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device would not work when the hand piece was set on lock. It was further observed that the hand piece of the device was vibrating. According to the report, the device was used with two different cords with the same result. There were no delays to the planned surgical procedure as an identical spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was known to have occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.